Manufacturer narrative:
The reason for this revision surgery on (B)(6) 2013 was due to an infection. The original surgery was performed on (B)(6) 2012. The patient had a previous revision surgery on (B)(6) 2012 for a dislocation detailed in (B)(4). The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no information with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to an infection. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history records for the reported components were examined. A review of the sterilization records show the devices received an adequate 25-40 kgy gamma radiation sterilization dose and were within their respective expiration dates at the time of the previous revision surgery. A review of the implant device history records, product complaint report database, and sterilization records show the components used in the original surgery met sterilization, design, and manufacturing requirements. No information was submitted with the complaint regarding pre-existing conditions of the patient or activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. The data reviewed in this report supports that if the patient was suffering from an infection it was not the result of a product or manufacturing process defect.

Event description:
Revision surgery - the patient recently suffered a dislocation of the reverse shoulder prosthesis. On (B)(6) 2012 an attempt to reduce was achieved, however, the patient was revised to a larger glenosphere, a semiconstrained liner, and a thicker shell. The patient was recently diagnosed with an infection. The shell and insert were removed, the site was debrided and irrigated with antibiotic solution and revised using the same implants previously implanted.